Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with the pump. The customer stated that the pump alarmed no delivery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer reported the cannula to appear bent. Customer declined to troubleshoot for high readings. The product was not returned for analysis.